Event description:
Boston scientific received information that this pacemaker was explanted for normal battery depletion. It was also reported that this patient's right atrial lead, unknown model/serial, had a threshold of 2.0v at 0.8 ms. In addition, the ventricular lead, unknown model/serial, and ra lead had impedances running between 100-200 ohms. There was comment that the ra lead thresholds had caused the battery to deplete faster than normal. No adverse patient effects were reported.

Manufacturer narrative:
Attempts were made to retrieve the lead information, however, nothing further was able to be provided to identify these leads. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.